Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. Customer received low sensor scan results compared to a reading obtained on a competitor brand meter and had contact with an hcp who obtained a reading of 332 mg/dl compared to a sensor scan result of 40 mg/dl. Customer was administered unspecified intravenous treatment for hyperglycemia. The reported readings, when plotted on a parkes error grid, fell into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.